Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed far-field r-wave oversensing on the patient's pacemaker. No intervention was performed and the patient was stable.